Manufacturer narrative:
Concomitant medical products; a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional far field r-wave oversensing was noted on stored electrograms causing the reported atrial rate to be faster than actual. The atrial lead remains in use. No patient complications have been reported as a result of this event.